Manufacturer narrative:
The investigation into the access site bleeding issue has been completed. The device was not returned for investigation. Based on clinical description, the root cause of access site bleeding was most likely due to a lack of vessel recoil.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 72-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient had an access site bleed. The patient developed the hematoma after the reposheath was placed and sutured. The team had to deliver epinephrine (epi) and promtamine. The pump was weaned and explanted with the team placing a femostop.